Event description:
The unit was not functioning to specification. The customer support engineer verified that there was a pressure leak in the positive end expiratory pressure (peep) circuit. The unit began to self-cycle after sixty seconds with a sensitivity of 1 and 10 cmh20 peep. The cse inspected the device and replaced the autozero solenoids and exhalation valve. The unit passed extended self testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.